Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, including a documented low of 49 mg/dl confirmed by fingerstick after initial treatment with juice and one glucose tablet; the user reported frequent nighttime lows, insulin sensitivity, proper meal announcements, alignment between cgm and fingerstick readings, and a recent factory reset. Symptoms included shakiness, weakness, or other manifestations consistent with hypoglycemia. Outcomes included temporary impairment requiring self-treatment with oral carbohydrates and monitoring without emergency services or hospitalization. Investigation included complaint handling, user coaching on system learning and use, and internal clinical support engagement. Investigation of this case revealed no device alarms reported, no mismatch between cgm and fingerstick at the time of the event, and ongoing glycemic variability potentially related to individual insulin sensitivity and system adaptation period. It was concluded that the event was consistent with hypoglycemia with an unclear cause and that continued observation and education were warranted.